Event description:
The nurse reported a system message displayed while booting up. The event occurred prior to surgery. There were five cases cancelled. No patient injury was reported.

Manufacturer narrative:
Multiple requests were made for the footswitch return. The footswitch was not returned for evaluation. A review of complaints for the last 24 months did not indicate any additional reports for the footswitch or the system associated with this complaint. The root cause of the reported event cannot be determined in this investigation.